Event description:
It was reported that the patient's device had recorded 524 sensing integrity counts (sic's) since (B)(6) 2010. Caller requested information on why there were no stored egm's of the sic events. The device remains implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.